Event description:
A malfunction alarm was reported after starting a new sensor session. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to call back if the malfunction code recurred and understood the instructions.